Event description:
Dampened pressure waveform. It was reported that the patient¿s readings are consistent with signs of dampened waveforms. It has been recommended the site consider further evaluation to determine the potential cause of the reduced blood flow past the sensor.